Event description:
Left ruptured implant. A 64 yr old wg3p3 female status post bilateral trauma subglandular 265cc mcghan gels 9-29-81 per augmentation. Complaining of left pains increasing firmness with tenderness in right, positive systemic arthralgias, myalgias, fatigue, adenopathy, fevers, nite sweats, neurocognitive problems, sob, sicca, history g1/gu problems etc. Mammogram 11/1/90 read as possible right rupture exam positive bilateral iii contracture with fullness & axillary lymph nodes & right hematoma. Surgery 8/4/93 bilateral left ruptured thin contracted capsules; moderate calcification left greater than right fibrous histo only with history with no history of trauma.